Event description:
I had a abdominal ventral hernia repair (B)(6) 2014. Zenapro hybrid mesh was used. The week before the (B)(6) I began having increased confusion, fever, increased pain. I didn't even realize how sick I was by the time I was taken back to the hospital emergency room on (B)(6) 2014. I was found to have become septic, had acute renal failure, and do not even remember getting dressed to go to the emergency room. The next thing I remember was a few days later one of my daughters telling me that was the first time I acted like myself in several days. I was given vancomycin in the hospital and then zyvox for 28 days after I came home then 3 1/2 months of bactrim ds. My wound never did completely close. I had 2 jp drains until mid (B)(6) 2015. By the end of (B)(6) I had an opening that was draining and the doctor had to open the incision again to allow drainage. We packed with various products and even used a wound vac for a couple months but it still did not close completely. On (B)(6) 2015 the doctor attempted to take a small piece of the zenapro mesh he had used out and suture the incision closed. I had sutures and a jp drain for 3 weeks. About 5 days after the drain was removed my abdomen was very red, inflamed, and tender. I went back to his office and my abdomen ruptured in his office and he had to open another incision to allow drainage again, along with more zyvox for 28 days and weeks of bactrim ds. We began to pack with the various products again until an infectious disease doctor finally said the mesh had to come out. On (B)(6) 2015 I had the mesh removed. The doctor did not suture the wound but used a wound vac for the 20.5 cm open wound. I had a bleeding incident that required a blood transfusion during one of the vac changes. I was in the hospital for 9 days. I had the wound vac until mid (B)(6) 2015. Since we have been packing the wound and there is still a tunnel that has not closed. I still have drainage, I have been on antibiotics (bactrim ds) for 4 weeks and the doctor just rx another 2 weeks with 2 refills. I have not been able to be off the antibiotics for more than 6-8 weeks at anytime during the last 20 months. I also feel that there are further problems on the right side of my abdomen, at the very least muscle weakness and possibly the beginning of another hernia from all the surgeries. The infectious disease doctor said this was not going to heal with the mesh but I did think it would heal after it was removed. I fear there is more damage from the infections and maybe scar tissue that I don't know if this will ever be resolved. I have lost my full time employment and since I could not work prn I was eventually terminated completely. This has caused depression, anxiety, and a complete change of life style. I was a hospice nurse and felt that I had a purpose, now I don't know if I will ever be able to have that life again.